Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00319 on 08-dec-2023. Additional information on (11-dec-2023): siemens further evaluated the event and concluded that the cause of the falsely elevated co2_c results was due to the malfunctioned mixer. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on the atellica ch 930 analyzer. Additionally, quality controls recovered out of range after the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced a mixer. Then, the cse verified the analyzer's operation after mixer replacement and reviewed the results of the co2_c precision, which recovered well. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the erroneous results and were in the normal range. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.